Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. Customer reported the drive support cap is sticking out. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was offered to troubleshoot for the high blood glucose but declined.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.